Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the distal rubber cover is leaky and ccd/cmqs: no image. No negative impact in state of health reported.

Manufacturer narrative:
Result of investigation: a visual and functional test was carried out on the endoscope. The handle and housing show signs of wear and scratches. The shaft is kinked, the angle cover is leaking, causing moisture to enter the housing. The interface board and the sensor are damaged by moisture residue. The error described by the customer " leaking and no image" could be confirmed. This was caused by moisture ingress, which damaged the sensor and the interface board. Moisture has penetrated the endoscope through the loosen the connection between the angle cover and the head. The connection was loosened by external mechanical forces. For this reason, a user misuse error is to be assumed which led to the missing image. The event is filed under internal karl storz complaint ID: (B)(4).